Event description:
The customer reported to olympus, the hd camera head image was not popping up when plugged into the tower. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found there was "no image" due to faulty charged coupled device. Additional findings include a kink, knot, and a cut were found on the cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that an image was not displayed due to faulty charged coupled device (ccd). The cause of the faulty charged coupled device (ccd) could not be identified. Olympus will continue to monitor field performance for this device.